Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised outwards from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip profile were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jul-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous, heavily calcified and angulated mid left anterior descending artery (lad). After predilation with a 1.5mmx12mm balloon catheter, a 12 x 2.50 promus premier stent was advanced but failed to cross the lesion. Following several attempts, percutaneous coronary intervention (pci) was abandoned and the patient was sent for coronary artery bypass grafting (CABG). No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.